Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# fg540000 serial# (B)(4)), pentaray catheter (model# d128211 lot#17744668l), decanav catheter (model# r7f282ct lot#17722744m), soundstar catheter (model# 10439011 serial# (B)(4)). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac arrest requiring chest compressions and pharmacologic support. During the procedure, the patient became hypotensive and was negative for pericardial effusion. Compressions were performed. Epinephrine was administered. Patient was reported to be in stable condition. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered with no residual effects and was discharged to home the following day. Medical history includes vasovagal syncope. Physician¿s opinion regarding the cause of the adverse event is that it was related to patient condition. In addition, during mapping, a map shift occurred. The decanav catheter was in the esophageal map and shifted approximately 1 cm into the left atrial body. It was noted that there were no patient movements and no error messages displayed. Follow up with local field service engineer was requested. It was confirmed that there were no system malfunctions. Map shift was caused by moving the c-arm during mapping. Therefore, the map shift issue is not MDR reportable.